Manufacturer narrative:
It was reported by the customer that the blanket was leaking due to numerous small holes in the blanket. The stryker sr. Quality assurance engineer, spoke with the customer representative, and confirmed that the lot number was not available and the blanket could not be further evaluated as it had already been disposed of. The customer representative confirmed that the issue did not cause any problems with the procedure, and that they have been credited for the blanket.

Event description:
Customer reported that when the blanket (dhp810) was plugged into the machine, numerous small holes were in the blanket causing water to leak onto the operation table. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
Customer reported that when the blanket (dhp810) was plugged into the machine, numerous small holes were in the blanket causing water to leak onto the operation table. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.